Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection there were no issues found that would be related to the reported event. The iesu was tested using system and on startup unit displayed c-34 hf voltage. Failure analysis concluded that root cause could be attributed to this issue c-34 hf voltage.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report error m-11 on the erbe when using monopolar energy, while bipolar energy was functioning. The tse reviewed system logs and noted errors c-11, m-18, c-30, c-38, and c-37. The caller mentioned an x-ray machine was positioned next to the erbe. After powering off the x-ray machine, the erbe initially worked with monopolar energy, but the m-11 error returned. Rebooting the erbe did not resolve the issue. The caller considered using a covidien/valley lab force triad, as their other da vinci system was occupied. Carolyn from the or staff later called back for further troubleshooting, stating that turning off the c-arm did not fix the m-11 error. The tse recommended a hard power cycle of the erbe and suggested looking for activation cable 371716 and a force triad generator. The customer continued with the case. The procedure was completed with no reported injury.